Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Devices: a3dr01 implantable pulse generator implanted: (B)(6) 2013; 5086mri45 implantable pacing lead implanted: (B)(6) 2013. (B)(4)

Event description:
It was reported that four days post implant the patient returned to the medical institution with complaint of chest pain. A check was conducted and it was found that pacing and sensing could not be performed in unipolar. Artifact was found by CT (computed tomography). The patient was transferred to another facility where another CT scan was performed and lead dislodgement was confirmed. At the lead revision procedure it was confirmed by visual contact that the ventricular lead was out from the anterior ventricle by approximately two centimeters. The lead was explanted and replaced. No patient complications have been reported as a result of this event.